Event description:
Sales rep reported that the customer claims the cutting wire broke due to burning caused by excess energy. The wire folded back onto itself and was removed from the pt. There was no pt injury involved and treatment was believed to be successful. The customer examined the equipment set-up and determined that another co's generator was incorrectly set to 278 watts, exceeding the 100 watt limit as specified in the product data sheet that accompanied the product.